Event description:
It was reported that the bd ultrasafe syringe's manual needle guard needed "more force" to operate. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. A DHR was unable to be performed as the batch is unknown. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultrasafe¿ syringe's manual needle guard needed "more force" to operate. There was no report of exposure, injury, or medical intervention.